Event description:
On march 11, 2024, senseonics was made aware of an incident where the patient complained of sensor being in initialization phase since (B)(6) 2024 despite doing timely calibration. Patient did a transmitter reset on their own, but issue persisted. The issue was escalated to next level support who reviewed the system performance and determined a deviation in system performance. The RMA was issued for sensor replacement. This incident is being reported because of early sensor removal due to suspected malfunction. No adverse events were associated with this incident.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense system. Initial investigation analysis determined that the issue was due to a potential shorted led, which resulted in drop-offs in signal/ reference channels. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for sensor replacement. Investigation of the returned sensor confirmed that the sensor experienced an led short resulting in reducing the output intensity in the signal and reference channels leading to sensor suspend alert. No further investigation was found necessary for this complaint. As part of resolution, the customer was given a sensor replacement. B4. Date of this report 07 june 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes, 05/08/2024. G3. Date received by the manufacturer? 07 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.